Event description:
It was reported that this left ventricular (lv) lead was attempted implant. During the procedure, the physician attempted to advance the lead over the wire, however noticed that it was coming through the side hole of the head. Also, there was a lead conductor fracture noted. Subsequently a different lead was implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.